Manufacturer narrative:
The reported device was discarded by the customer; as a result, product analysis cannot be performed and the root cause of the reported issue could not be identified. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex device failed to open at the distal segment during the flow diversion treatment. The reported device was used to treat the patient's cerebral aneurysm. This patient had medium vessel tortuosity. It was also reported the device was prepared following the instruction for use (IFU). The pipeline flex system was delivered to the target location and the distal segment of the flow diverter was deployed. The ptfe sleeve was released, but the pipeline braid would not open. The physician pushed and pulled the system, but the pipeline braid remained not opened. The system was removed with the microcatheter. No injury was reported and new devices were used to complete the procedure.